Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked display window and a cracked case near the display window corners were noted during the visual inspection. No button error alarm was noted. However, moisture damage was noted on the keypad traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer's mother reported that the insulin pump returned a button error alarm during bolus. Caller reported that the insulin pump had a button anomaly immediately before the button error alarm was returned. Blood glucose level was not provided. No further information was provided.